Event description:
As such, the ipg was explanted and replaced to address the issue.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, patient was hospitalized due to inflamation at the ipg site.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.